Manufacturer narrative:
Correction is being made for a previously submitted h11 field. The updated h11 field is below: the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope forceps channel port was deformed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the additional failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The component failure was due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.